Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's sensor glucose was 40 mg/dl despite a blood glucose of 400 mg/dl. Troubleshooting did not occur for the high blood glucose. The insulin pump was not returned for analysis.